Event description:
Customer reports to have received excessive motor error alarms and no delivery alarms. Customer's blood glucose was 133 mg/dl. Customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer is able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. The insulin pump was monitored and no blank display anomalies were noted. No damage on the connector/lcd isolation tape noted. The insulin pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to faulty force sensory relay. No further tests could be performed due to prime anomaly. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube window and battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).